Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.6 - 3.2 inr): qc 1: 2.9 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
The patient's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 381235) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in (B)(6). (B)(6). The occupation is lay user/patient.

Event description:
The initial reporter stated that she received discrepant results when testing with coaguchek xs meter serial number (B)(4) and the pharmacy's roche coaguchek meter (unknown model and serial number). For each set of compared values, the reporter stated that the pharmacy's coaguchek meter displayed values identical to meter serial number (B)(4). On (B)(6) 2019, a sample from this patient was tested with meter serial number (B)(4), resulting with a value of 3.3 inr. Within 30-60 minutes, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.2 inr. On (B)(6) 2019, a sample from the patient was tested with meter serial number (B)(4), resulting with a value of 4.4 inr. Within 30-60 minutes, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.3 inr. On (B)(6) 2019, a sample from the patient was tested with meter serial number (B)(4), resulting with a value of 4.6 inr. Within 30-60 minutes, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.4 inr. Upon review of the meter memory for meter serial number (B)(4), there is a value of 4.6 inr at 5:57 which was measured within 30-60 minutes of the other measured values from (B)(6) 2019. On (B)(6) 2019, a sample from the patient was tested with meter serial number (B)(4), resulting with a value of 4.1 inr. Within 30-60 minutes, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.0 inr. Upon review of the meter memory for meter serial number (B)(4), there is a value of 3.0 inr at 5:58 which was measured within 30-60 minutes of the other measured values from (B)(6) 2019. On (B)(6) 2019, a sample from the patient was tested with meter serial number (B)(4), resulting with a value of 3.3 inr. Within 30-60 minutes, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.4 inr. Upon review of the meter memory for meter serial number (B)(4), there is a value of 3.3 inr at 6:35 which was measured within 30-60 minutes of the other measured values from (B)(6) 2019. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once per week.